Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding lcd. Unable to perform the displacement, current test and self-test due to cracked bleeding lcd noted. Insulin pump was received with minor scratched lcd window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(6) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 16 mmol/l at the time of in incident. It also reported that insulin pump was dropped due to that display was black that customer was not able to read information and insulin pump was not giving any alarms. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.